Event description:
It was reported that the patient presented to the emergency room with chest pain. The atrial lead was undersensing at max sensitivity, resulting in a loss of bi-ventricular pacing in the device. This was occurring at the same time that the patient was having an ischemic event. Follow up indicates that there was no reprogramming of the device or atrial lead and both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.